Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment and it was successfully replaced with a same model lead. Ra lead was retained and it would not return. No additional adverse patient effects were reported.